Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified a broken shell with a portion missing, crease/fold, discoloration of a dark ring on the patch and non-penetrating nicks. A microscopic analysis was performed which identified a sharp edge and with non-penetrating nicks assessed as surgical impact opening on posterior side. Based on the device analysis the final assessment is: a sharp edged opening with non-penetrating nicks assessed as surgical impact. Also observed were non-penetrating nicks.

Event description:
Healthcare professional reports left side rupture and textured to smooth implant exchange. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding product return has been requested. No additional information is available at this time. Reason for reoperation: rupture and textured implant exchange.

Event description:
Healthcare professional reports left side rupture and textured to smooth implant exchange. The device has been explanted.